Manufacturer narrative:
Patient information was not made available from the site. On 02/24/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. Return requested for axiem integrated 4port and mobile field generator on 02/25/2016. On 03/08/2016 a medtronic representative, following-up at the site, reported issue could not be replicated. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative reported that while in a procedure, their navigation system emitter had stopped working mid-surgery. They had taken off the panels and were reading an eight on the side of the axiem box. In the emitter details screen they were receiving an axiem box not communicating error and the emitter was reading not connected to port. In trouble-shooting, because the panels were already off, the medtronic representative recommended switching usbs to different blocks, this did not resolve the issue. The site confirmed all connections were good. Toggling the emitter button also did not resolve the issue. The surgeon opted to contiunue and completed the procedure without the use of the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.

Manufacturer narrative:
A medtronic representative reported that he was able to confirm that everything has been going well. In the end, we did a system check and made no repairs as nothing was found to be wrong with the system. In talking with the site staff, they explained that they had actually used the system after this occurrence with no issues and they felt the most likely cause was user error. Patient information was requested but not provided by site staff.